Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient was "worried that its moved in my back, it feels like its moved from where it was". It was also reported that the patient had been getting less symptom relief also for a couple of weeks ago and loss of therapy. No further complications were noted or anticipated

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said that had replacement surgery on (B)(6) 2020 as previous device was defective; faulty. Patient said that they saw the healthcare provider (hcp) last year, doesn't know when it started, however said that therapy wasn't helping with symptoms. Patient said that they would increase setting and then later the sensation would just fade away. Patient was seen on (B)(6) 2020 and thinks that is when saw the manufacturer representative (rep) who checked the device and said it wasn't working. Patient said was also seen on (B)(6) 2020 and then saw the surgeon on (B)(6) 2020. When asked, patient said doesn't recall what the rep said about the device not working. Patient also mentioned that at some point after last call and before last year, the hcp office had a spare patient programmer and gave to patient and patient said that the therapy worked for a while afterwards. When asked, patient doesn't remember when that was. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. Patient states they are calling back with additional information regarding defective device. The patient stated the manufacturer representative (rep) had to turn their device off prior to therapy because they could not get a normal EKG reading with the device turned on. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the defective device was not due to battery being depleted and needed reimbursement.